Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass, the needle was very difficult to load onto the device. As the surgeon was using the device, half of the needle broke inside the patient. X-rays were taken but the needle was not found.